Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro would not cauterize. The cable was switched and the same problem occurred. A new hemopro kit was then opened to complete the procedure. There were no pt effects. The product is returning.